Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage might have occurred. The target lesion was located in the left anterior descending artery (lad). There was calcium in the proximal part of the lad. The lesion was predilated with a 2.5x20mm maverick balloon. The physician could not cross a taxus express2 3.5x16mm drug eluting stent through the lesion and he felt the stent struts might have bent on calcium. The physician successfully completed the procedure with another 3.5x20mm taxus express2 stent. No pt injuries or complications were reported. Pt status was reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, the most probable root cause of this complaint will be documented as operational context, due to anatomical/procedural factors encountered during the procedure the performance was limited.